Manufacturer narrative:
Additional information: d9, h3, h6 (add b01). During evaluation, device information was obtained. D1: brand name of minicap transfer set, d4 catalogue # of 5c4483, and a g4: PMA/510k # of k192705. H10: the device was received for evaluation. Visual inspection using the naked eye found the patient connector attached to the tubing/bushing; however, the patient connector was slipped back indicating the connector was positioned for shipping. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the patient connector separated from the tubing was observed. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient connector and the tubing is a friction fit and not a solvent bond. A strong tug on the connector or tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a peritoneal dialysis (pd) transfer set separated from the tubing. This issue was further described as, ¿the patients transfer set fell off¿. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.